Event description:
It was reported that a patient presented remotely with over-sensing of noise noted on the patient's implantable cardioverter defibrillator. This resulted in pacing inhibition. The patient was brought into clinic but no further intervention was confirmed. No adverse patient consequences were reported.